Manufacturer narrative:
B5. Describe event or problem updated. E1. Initial reporter title and initial reporter last name updated. E3. Occupation updated. H6. Device code difficult to advance (a150205) added.

Event description:
It was reported that stent damage occurred. A 2.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during removal, the stent was damaged. The procedure was completed with a different device. There were no patient complications reported. It was further reported that there was resistance felt during insertion on which the stent strut was noted to be damaged, and the device was removed completely.

Event description:
It was reported that stent damage occurred. A 2.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during removal, the stent was damaged. The procedure was completed with a different device. There were no patient complications reported.